Event description:
Reporter indicated a vns patient was having increased seizures and that stimulation felt different recently. The vns generator was interrogated and found to be at end of service = yes. The seizures may have been due to recent illness. The relationship of the increased seizures to the vns generator end of service was not indicated. All attempts to the reporter for additional information have been unsuccessful to date. Vns generator replacement surgery is planned, but a surgery date has not been set.